Manufacturer narrative:
Correction to initial report. Omit, (lot number 11611800, device expiration date 01/02/2021). Lot number is unknown.

Event description:
The customer reported that during an infusion there was a leak at the connection near the distal end of the tubing. This patient was not receiving adequate pain relief from the epidural and there were wet spots on the bed. The patient was seeing the "drops falling from the tubing". The tubing was wet to touch at the end of the distal tube connector and adequately tightened to the epidural line of the patient. There was no report of lasting harm.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during an infusion there was a leak at the connection near the distal end of the tubing. This patient was not receiving adequate pain relief from the epidural and there were wet spots on the bed. The patient was seeing the "drops falling from the tubing". The tubing was wet to touch at the end of the distal tube connector and adequately tightened to the epidural line of the patient. There was no report of lasting harm.